Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had functional challenges of urine retention with this product. One example was where this item was removed and 1,400 cc drained immediately upon placing a different brand catheter. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. A sample evaluation could not be performed because no sample nor photo was provided. The reported condition could not be confirmed. A root cause could not be determined. The manufacturing process was reviewed. The current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. Current controls include a 100% visual inspection by production personnel according to the standard work instruction. In addition, there is a quality control sampling inspection to ensure that the product is free from damaged components, kinked tubing, inappropriate assembly, and contamination. A functional inspection is carried out for determining the emptying time of the meter to the bag and to ensure no leaks are detected. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.